Event description:
It was reported that during implant the device was unable to transmit readings of impedance to programmer. No sensing or pacing were present. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary functional testing revealed the device did not record an impedance value or pacing output. Further testing revealed the cause to be due to gate oxide leakage in an integrated circuit.